Event description:
It was reported that around two weeks post-op to a low anterior resection the patient was brought back to the or for an anastomosis leak. Surgeon did a ¿wash out¿ and a hand sewn ileostomy. Ileostomy was a success, and the patient is in recovery now in the hospital.

Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information received: a conference call was held to discuss the recent post-op anastomotic leak following a lar with dr. (B)(6) at (B)(6) medical & mental health center. It was explained that the IFU was available, and surgeon was made aware of removal instructions. The surgeon attempted the anastomosis with ecs29a but it was not properly aligned. What does ¿not properly aligned¿ mean? Per the surgeon, the descending colon and the rectal stump were not perfectly aligned. This could result in other complications later for the patient. They had to cut-out tissue to re-attempt the anastomosis. This resulted in less available tissue. A new device and new anvil was used. They had an cdh29 powered stapler. Per the surgeon, they closed down in the green zone when fired. The orange indicator was midway in the green zone when fired. A leak test was performed intra-op and it was negative. Everything looked normal. Nothing noticed out of the ordinary with the staple formation. Two weeks after, the patient was re-admitted with an anastomotic failure and was septic. CT scan was performed and did not show staples. The sales rep saw the x-rays; no staples could be seen. Surgeon¿s thoughts was that no staples were in the stapler or the tissue might have been ischemic. However, the surgeon did not notice ischemia of the tissue during washout. After washout, the anastomosis was hand sewn. The patient is slowly recovering. Per the surgeon, co-morbidity of the patient includes heavy smoker and hand deformity. It was communicated during the cross functional rrt call that the staples are likely not visible on x-ray or CT.